Event description:
The customer reported that the telemetry device does not give an alarm. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device does not give an alarm. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
It was reported that telemetry device does not give an alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report is being sent due to the device in question being received at bench repair for evaluation on (B)(6) 2024 . Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device speaker produced audible sound. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.